Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon suddenly saw that a plastic piece came off the device, he was able to retrieve the plastic piece in the patient by using a grasper. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with a small envelope which contained what appeared to be a clear piece of plastic. The piece of plastic was inspected under a microscope and it does not appear to be from the returned instrument. Initially it was believed to be part of the teflon tissue pad but the piece was clear and the tissue pad material is not transparent. The tissue pad was also complete and was not missing any pieces. There was another piece similar material found ¿melted¿ to the clamp arm. The instrument and envelope will be sent for material analysis. The instrument was visually inspected and the shaft was retuned bent. The blade was inspected and there was excessive damage found. This damage was in the form of b-form titanium staple. The tissue pad also had impressions of b-form staples. This was due to cutting over a stable line. Because of the bent shaft we are not able to fully test it with a generator. The generator did recognize the device but was not activated. No conclusion could be reached as to why the shaft was bent.

Manufacturer narrative:
(B)(4). Additional analysis: the particle was submitted to the lab in a plastic dish. The particle was photographed with an optical microscope and analyzed with an ftir spectrometer. The ftir can determine the composition of a polymer by passing an infrared beam into a material and measuring the wavelength of the light absorbed by the material. The ftir spectrum from the particle and a reference spectrum of polyethylene. The material is consistent with polyethylene. The particle analyzed is consistent with polyethylene. This material is not used on the ace36 or in the primary package. It is unknown the source of the particle.